Manufacturer narrative:
The reported oad was received for analysis. No damage was observed on the oad. A guide wire passed through the oad driveshaft and handle assembly with no resistance. The oad was tested, spun on all speeds, and functioned as intended. At the conclusion of the device analysis, the reported event was unable to be conclusively confirmed. However, the physician's opinion was that the events in the procedure likely would have occurred with any percutaneous intervention performed on this patient. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy device instructions for use states that perforation and hypotension are a possible adverse events which can occur with use of the diamondback coronary orbital atherectomy device. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of an 80% stenosed, severely calcified lesion in the mid-left main artery. The vessel was 3.5-4.0 mm in diameter and moderately tortuous. A balloon pump was inserted at the beginning of the procedure and glideassist mode was used to place the oad distal to the lesion. Two treatments each were performed on low and high speeds. As the oad was removed, the patient's blood pressure dropped, and a perforation in the proximal lad was observed on imaging. The perforation occurred distal to the treatment area, though the oad had been advanced to the perforation area during one of the treatment passes. A covered stent was placed at the site of the perforation, but bleeding into the pericardium was still observed. Four additional covered stents were placed, but the pericardial bleeding was not resolved. Pericardiocentesis was performed, and the patient stabilized. The patient was transferred to surgery for an emergent CABG. Following the surgery, the patient had a normal ejection fraction.